Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell off, when checked it was found that the balloon was burst. Stated that the customer changed a new one. Per additional information via email from ibc on 19feb2021, the catheter was placed in an operating room and fell out in the sickroom.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached photo it was observed that the balloon burst was confirmed. However the exact cause of how and when the problem was occurred could not be determined. However a potential root cause for this failure mode could be due to a user related (contact with sharp objects or exposed to petrolatum based products or mechanical failure or operator error). The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out of the patient after checking it was found that the balloon burst was observed. It was also stated that the customer changed to a new one. Per additional information received via email from the ibc on 19feb2021 the catheter was placed in an operating room and fell out in the sickroom.